Event description:
Bi-polar shoulder arthroplasty performed 1999. Following cardiac catheterization, pt developed tenderness around the prosthesis and returned to physician. Radiographs indicated bi-polar component had disassociated. Revision to exchanged component performed 2002.